Event description:
A report was received that a trial patient scheduled to get a permanent ipg implanted arrived with pain in her legs, back and procedural pain. The physician explanted the leads and ordered an MRI as he suspected an epidural hematoma. The MRI did not show a hematoma. The physician does not know the cause of the pain. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm model#: sc-3138-35 serial#: (B)(4). Description: scs phiii ext 35cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.